Manufacturer narrative:
Product analysis #284013237:analysis information -- 2022-12-12 16:45:05 cst pli# 10 product ID# 977a260 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified the insulation at the distal end of the lead was perforated by the stylet. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the caller was at a case today in which they had an issue with the lead and the caller was reporting the event. The caller indicated that during the case the md attempted to place the lead. The patient was feeling additional pain so the md backed the lead out. They attempted to place the lead a second time and the patient was feeling pain again. The lead was removed and they found that the stylet went through the end of the lead. The md tried to place a second lead but it was going anterior and they decided to cancel the case without placing components. The lead that had the stylet go through the end of the lead was a 977a260. Troubleshooting was not required. The issue was not resolved through troubleshooting. Techn ical services connected the rep to customer service to get a credit for the product. The rep will return the lead for analysis. Information was received from a rep. The rep reported they witnessed the issue. Patient dob was reported, weight is unknown. The serial number of the lead was provided. The cause of the second lead going anterior is unknown, and reported that the hcp was not comfortable with continuing the case because the hcp was afraid the first lead might have damaged the dura. The issue was resolved by stopping the case. The lead is to be returned for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.